Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Additionally the battery compartment was cracked and the battery cap was damaged. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display screen was found to be dim and discolored. The battery compartment was cracked below the bumper pad. Additionally, the battery cap had a worn top. Unrelated to these other issues, the keypad was cut at the ok button, but all of the buttons were still responsive. There was no evidence of contamination on the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).